Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported unrelated death could be due to the unrelated ventricular fibrillation. There is no indication of a product quality issue with respect to manufacture, design or labeling. B1, b2, h1: the device did not cause or contribute to any adverse patient events (ventricular fibrillation/death). B2: date of death. H6: health effect - clinical code 1729 - removed. H6: health effect - impact code 1802 - removed.

Event description:
Subsequent to the initially filed report, the following information was received: the patient died on (B)(6) 2021. Per the physician, the mitraclip did not cause or contribute to the ventricular fibrillation, or patient death. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported the mitraclip procedure was performed on (B)(6) 2021. One clip was implanted without issues, reducing functional mitral regurgitation (mr) from 4 to <1. On (B)(6) 2021, the patient experienced ventricular fibrillation. The next morning there was no v pacing and the patient was found dead at home on (B)(6) 2021. No autopsy was performed. The adverse event is possibly related to the mitraclip system. No additional information was provided.